Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a occlusion (absence of occlusion alarm) issue. The reporter indicated that the pump is not alarming for occlusions. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 04/17/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump's history and alarm history showed no instances of occlusions. During testing, the pump completed a rewind, load, and prime sequence with no problems. A force calibration test confirmed that the sensor was within specifications. The pump was exercised for 24 hours with no occlusions, and an occlusion was induced and the pump gave the appropriate visual and audible alarm.